Event description:
Device 3 of 3. Ref MFR report: 1627487-2012-04219, 04220. The pt received two leads with different lot numbers. It was reported the pt had an infection, and the scs system was removed. A culture was taken, and it was determined to be a staph infection. The pt was placed on antibiotics. It was reported the pt and the incision sites were doing better.

Manufacturer narrative:
Eval codes, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.